Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device does not confirm the stated failure mode. The device has grooves worn into the slot for the corresponding device. The device shows signs of extensive use. A functional evaluation of the returned device confirmed the stated failure mode. The grooves in the slot cause the trial to not hold the corresponding device firmly, rendering the device inoperable. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during surgery, it was noticed that a journey fem impact bumper lt ((B)(4)) had a piece missing a lug on bottom and cracked. The grooves that slide onto the jrny ii tka fem trial sz 3 lt ((B)(4)) were stripped and it did not load properly, and also a journey art isrt assm tool ((B)(4)) had no tension and did not work to seat poly. Devices outside the patient. The procedure was completed without delay using a s+n back up devices. Patient was not harmed.